Event description:
Additional information received: it was reported that suture placement in the a common femoral artery was attempted with proglide devices using the pre-close via a 6f sheath. The sheath was upsized to 10f.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the a common femoral artery was attempted with a proglide device using the pre-close technique prior to a endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a greater than 8.5f and the evar procedure was completed. Reportedly, the sutures of two devices came out when tightening the knot. The sutures of two new proglide devices and a non-abbott device were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.